Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t high sensitive (hs) on a cobas 8000 e 602 module. The initial result was 115.3 pg/ml. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated and the result was < 5 pg/ml. A new sample was obtained and run twice with results of < 5 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
On 21-jun-2018 the original sample was repeated and the troponin t hs result was 3.00 pg/ml with a data flag. On 21-jun-2018 a new sample was obtained and the troponin t hs result was 3.00 pg/ml with a data flag. The troponin t hs reagent lot number was 295258. Abnormal sample aspiration alarms were observed 4 times during a review of the alarm trace data. Calibration and qc results were acceptable. The customer did not use a rack adapter for the 13 mm sample tubes. Use of a rack adapter with 13 mm sample tubes is mandatory. Both general reagent and instrument issues are not suspected. Based on the data provided, the investigation was unable to determine a definitive root cause.

Manufacturer narrative:
The patient had presented to the emergency department with sudden onset atypical chest pain which resolved itself after 20 minutes; the patient then had a second similar episode "later." The patient was assessed for acute cardiac syndrome (acs). The patient was treated for acs but the actual treatment was not known. There were no changes to the patient's medication and the patient was discharged on (B)(6) 2018 with no prescriptions. The field service engineer (fse) visited the customer site and instrument performance testing results passed.